Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a p-wave amplitude measurement issue. Analysis of the device memory indicated undersensing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead was causing diaphragmatic stimulation and was not sensing the p waves or atrial events. The lead was programmed off. It was further reported that under fluoroscopy, it was noted that the lead dislodged and was free floating in the superior vena cava (svc). The lead was explanted and replaced. No further patient complications have been reported as a result of this event.